Manufacturer narrative:
Internal report reference number: (B)(4). Additional internal report reference number (B)(4). B2: adverse event is being submitted due to customer contacting doctor due to meter error messages. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-020: user's test strip had poor storage note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for error messages (e-2 and e-5). The customer feels well and did not report any symptoms. Customer stated he went to the doctor today, on (B)(6) 2024, because his meter was not working. Doctor advised customer to contact manufacturer for replacement. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 02/23/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly.